Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller indicated that stimulation was off. The patient was unsure how the stimulation was turned off and attempted to reactivate it on group a multiple times, eventually resetting the controller. The implant battery was not depleting as expected, which was understood to be due to the stimulation being off. Once the stimulation resumed, it felt different, and the patient's legs felt heavy and tight. The patient suspected they might have altered the program while handling the controller. During the call, the patient unlocked the controller and adjusted the intensity settings in program 1 and 2, which improved the sensation in their legs. The troubleshooting steps taken during the call appeared to resolve the issue, and the patient was advised to continue adjusting their therapy for optimal relief.